Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is 1 of 2 medwatch reports regarding this event. MFR report number: 3004209178-2016-90333.

Event description:
The customer reported via phone call that the reservoir leaked inside the pump. Customer stated that he was sleeping and his blood glucose was 186 mg/dl at the time of the incident. Customer stated that the leak is inside the pump and there is fluid inside the casing. Customer stated there was a crack on the reservoir. In addition, customer reported that the o-ring was torn and had fallen out inside pump. Customer was advised to return the reservoir for analysis and will be sent a replacement.

Manufacturer narrative:
A complete analysis 1 opened and used reservoir, performed a visual inspection both o rings are torn due to physical damage however; the barrel is not cracked. The transfer guard and plunder was not returned.